Event description:
It was reported that the customer passed away on (B)(6) 2024. Reportedly, the customer experienced a low blood glucose (bg) level (value not provided), prior to passing away. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. A review of pump data will be performed, and the results will be submitted in a supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.